Manufacturer narrative:
H3 other text : device not returned to the "manufacturer."

Event description:
The manufacturer received information alleging a ventilator is not functioning, not ventilating, alarming occlusion. The device was in clinical use at the time of this malfunction. There was no patient harm. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.